Event description:
Additional information received regarding the procedure. The procedure was a bilateral implant procedure. It was noted that the lead was on track and did not deviate in any unplanned way. The stroke occurred on the same side of the first lead that was implanted, which was the right side. This was not an ischemic stroke. After the placement of each lead, an intraoperative CT scan was performed. The stroke was undetected on both scans.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient passed away a few days after an implant procedure. The patient had a stroke during the procedure and became weak on one side. The patient then gradually became unresponsive. The patient passed away two days after the implant procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.